Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, lifting of a stent part occurred. Vascular access was obtained via brachial approach. The 99% stenosed and calcified lesion was located in the severely tortuous subclavian artery. A 7.0x40x75 cm express ld vascular stent was used however, the device was not able to cross the target lesion. After several attempts to cross the lesion, the stent part was observed to be lifted. The device was removed intact as one system and the procedure was completed using a different device. No patient complication was reported and the patient status was good. This product is only ous approved but it is similar to an approved us device.